Event description:
An olympus representative reported to olympus, the endoeye flex deflectable videoscope displayed an e218 error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the representative's allegation was confirmed. The device evaluation found noise in the image, the curved rubber adhesive was missing, and the video connector case was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Initial reporter name and address: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a board inside the video connector or a problem with the system. Olympus will continue to monitor field performance for this device.